Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl after delivering a bolus. The customer consumed carbohydrates. The customer's bg level was reported to have increased to 118 mg/dl. Although requested, additional information regarding this event was not provided.